Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. The customer stated that the batteries were failing faster than usual. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump alarmed low battery prior to replace battery now. The customer reported that the replace battery now alarmed more than once after the low battery alert. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. The insulin pump also alarmed power loss and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector onj6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump had a minor scratched display window, case and keypad overlay.